Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine, the cardiosave intra-aortic balloon pump (iabp) gave a helium trigger warning. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) noted that the reported issue was inaccurate. The iabp unit had lost calibration values and received a power-up test fails code #10 alarm. The fse observed fault codes #54 and #58 in the iabp log files which had reoccurred even after the calibration was performed. The fse observed a "nvram update section corrupt/zeroed" displayed in the iabp logs. The fse replaced the executive processor board per the service manual. Subsequently, the fse re-calibrated the iabp unit then ran the iabp unit on a trainer overnight without any errors. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check and prior to use, the cardiosave intra-aortic balloon pump (iabp) generated a helium trigger warning. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check and prior to use, the cardiosave intra-aortic balloon pump (iabp) generated a helium trigger warning. The getinge field service engineer (fse), who evaluated the pump, stated that the reported helium trigger issue was inaccurate. The iabp unit had lost calibration values and received a power-up test fails code #10 alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, b5, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion) h10, h11. Corrected fields: g1, h6 (medical device ¿ problem code, component codes).